Event description:
It was reported to philips that system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Analysis of the log file showed ¿sib malfunctioning¿. Upon troubleshooting, fse found a defective dcps (direct current power supply). To resolve the issue, fse replaced dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.